Event description:
Boston scientific was notified that during a procedure the system was flushed and a transend guidewire was backloaded into the system. Resistance was felt while advancing the guidewire, checked for kink in catheter and then the guidewire was advanced again. Again resistance was felt and the peelable sheath moved into the microcatheter and the system jammed. Attempted to remove the guidewire and the sheath resulted in the partial stent deployment. No complications with the pt were reported as a result of this event.